Event description:
It was reported that the customer had a difference in sensor glucose and blood glucose readings. Customer stated that pump had a threshold alert and had several low warnings of 54-70 mg/dl. Customer stated that the blood glucose readings would be 50-60 points different from the sensor glucose readings. Customer got a low reading of 64 mg/dl and their blood glucose level was 70 mg/dl. Customer will keep an eye on her sensor and call the help line for assistance tomorrow if discrepancies continue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.